Manufacturer narrative:
Cont. E.1 phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and malposition.

Event description:
Regulatory agency reported "folds, waves, rotation, hard, deformed and periprosthetic shell: stage 3". This record is for the left side. Device was explanted and is unknown if will return.